Event description:
It was reported that the subject device had an e104 fog function error during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in outer tube (distal end) is damaged, and the protector of the video cable section is cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the tesu board was found broken and therefore the heating function is not given properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e104 fog function error during preparation for use. There were no reports of patient involvement.